Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the health care professional had not yet seen the patient in the office for troubleshooting. It was unknown for how long after turning stimulation off that the patient still experiences the stimulation sensation. External factors that may have contributed to the issue were also unknown, and the cause of the issue was unknown. No actions/interventions had yet been taken to resolve the patient from feeling stimulation despite stimulation being turned off. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that starting in (B)(6) 2019 the patient was feeling stimulation even when the stimulator is off. The patient was redirected to their health care professional and advised to keep the stimulation off. No surgical intervention was planned or performed to resolve the issue. There were no further complications reported.